Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Customer also reported that the unit also has multiple error code messages in the history log. The customer reported there was no patient involvement.